Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: upn: (B)(4), model: sc-2317-70, serial: (B)(4), lot: 7077080. Product family: upn: (B)(4), model: sc-1232, serial: (B)(4), lot: 532536.

Event description:
It was reported that the patient stated their pain was stronger than normal. The patients spinal cord stimulation lead displayed high impedances; therefore, the device was reprogrammed, however, the issue did not resolve. The physician was unable to determine if the high impedances or the patients psychological aspect was the cause of the decrease in pain relief. The patient underwent a procedure where the leads and implantable pulse generator were replaced per the physicians discretion. Postoperatively, there were no reported issues.

Event description:
It was reported that the patient stated their pain was stronger than normal. The patients spinal cord stimulation lead displayed high impedances; therefore, the device was reprogrammed, however, the issue did not resolve. The physician was unable to determine if the high impedances or the patients psychological aspect was the cause of the decrease in pain relief. The patient underwent a procedure where the leads and implantable pulse generator were replaced per the physicians discretion. Postoperatively, there were no reported issues.

Manufacturer narrative:
The returned lead sc-2317-70 sn (B)(6) was analyzed and revealed that all cables were completely broken at the bent location of the lead. The bent location is 2 cm near the set screw mark of the clik x anchor site. There are no exposed cables at the fracture location. The lead became kinked after it exits the clik x anchor resulting in the reported complaint. Returned lead sc-2317-70 sn (B)(6) was analyzed and revealed that multiple cables were completely broken at the bent location of the lead. The bent location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead became kinked after it exits the clik x anchor resulting in the reported complaint. The returned ipg sc-1232 sn (B)(6) was analyzed, passed all tests performed, and exhibited normal device characteristics. A product labeling review identified that the devices were used per the instructions for use, IFU, product label. Additionally, lead breakage, loose connections, hardware malfunctions, electrical shorts or open circuits and lead insulation breaches can result in ineffective pain control, as noted within the IFU as potential risks associated with use of the devices. Furthermore, system failure, can occur at any time due to random failures of the components or the battery.